Manufacturer narrative:
Continuation of d10: product ID 97740, serial# unknown, product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that cause of the adaptive stim settings not changing correctly with position changes was likely because the adaptive stimulation needed to be reoriented. The patient had an appointment where the adaptive stimulation was reoriented, reset and tested. The rep has not been in contact with the patient since (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that  probably for the last 1.5-2 months the patient was having issues with pain so they tried to adjust their adaptive stimulation, however that wasn't working because the device wouldn't accept the change. Patient kept trying to turn stimulation up for their upright position but the stimulation kept turning itself back down. Patient stated their positions were set to "upright, laying down, laying r, laying l". They also noticed that sometimes the programmer would read the wrong position, they had seen laying down when they synced their programmer when their body was in an upright position. It was noted that they doesn't keep the patient programmer batteries in the programmer because if they kept the batteries in the programmer the batteries themselves would corrode with in a month or die too quickly. They had kept batteries out of programmer since they received the programmer for this reason. It was confirmed  that programmer itself worked with batteries. It was reviewed how to adjust adaptive stimulation and the patient was going to try on their own.

Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they noticed their program was not set up right probably on february or march of 2018. Pt notified their medtronic representative right after the second time for reprogramming but it still did not work for it would not hold the program; it still did not hold right when you try to program the right way. Pt mentioned they would have to reset it at a new setting; pt would have to lay for a certain amount of time but it liked to revert back. Pt thought it was the device itself (ps understood implant) but the pt got it set where they wanted it but with this one it was not like the old one where pt had to keep changing it (ps understood programmer therapy settings). Pt noted the rep was not as helpful as the other one. Pt said this thing eats batteries for the other one didn't eat batteries but this one does. Pt's medtronic representative told the pt to not leave the batteries in the programmer because the programmer started eating batteries right after they got it. Pt could not leave the batteries in the programmer because they get "dirt dead" in 2 days or so. Pt mentioned they saw dr. (B)(6) as their pain doctor but was not seeing an hcp for their implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient was not getting adequate relief. They cannot leave the batteries in the remote because they go bad and leak within two weeks. They got new batteries at work. Was up for three hours, when turned on was in laying down position. The patient turned off ad turned back on, corrected issue. It has happened more then once to be in wrong position. Before they had to use the charger to turn on and off. It is not easy to fix if they can't keep batteries in the remote.